Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using packing coil lps and a non-penumbra microcatheter. During the procedure, after advancing a packing coil lp to the target location, the physician decided to retract the coil and repositioned the microcatheter. Subsequently, while attempting to reinsert the same packing coil lp into the microcatheter, the physician was experiencing resistance; however, decided to push through the resistance and, consequently, the pusher assembly of the packing coil lp became kinked. Therefore, it was removed. The procedure was completed using another packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil lp revealed offset coil winds on the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may begin to take shape within the hub and resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds and the kink observed on the pusher assembly. During functional testing, the packing coil lp was only able to advance a little within its introducer sheath before the embolization coil began to bunch, and the coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.